Manufacturer narrative:
An outside the united states customer contacted siemens to report that a falsely depressed creatinine, enzymatic (ecre_2) patient sample test result was obtained from an atellica ch 930 analyzer. The customer indicated that quality control (qc) materials were within the qc ranges at the time of the event. Siemens is investigating.

Event description:
A falsely depressed creatinine, enzymatic (ecre_2), patient sample test result was obtained from an atellica ch 930 analyzer. The initial test result was not released to the physician(s). The same sample was repeated on the same atellica ch 930 analyzer and a higher test result was obtained and released as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ecre_2 result.

Manufacturer narrative:
The initial MDR 2432235-2022-00014 was submitted on 11-jan-2022. Additional information(10-feb-2022): a siemens customer service (cse) was dispatched to the customer site to inspect the analyzer. The cse verified the alignment of the mixers. Siemens evaluated the available information and cannot rule out pre-analytical variables or sample specific issues as contributing factors. There were no issues with other patient samples indicating that the instrument and reagents were performing acceptably. The cause of falsely depressed creatinine, enzymatic (ecre_2) patient sample test result is unknown. The analyzer is performing within specification. No further evaluation of this analyzer is needed. Section h6 adverse event problem was updated.